Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. Customer states that insulin pump received calibration not accepted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss or low battery alert noted. Pump communicated properly with test guardian link transmitter. No auto mode anomaly and lost sensor signal alert noted during testing. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.